Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 13jun2019. Touchscreen was received with cracked or shattered glass. Due to the damage, no addition testing could be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. (B)(4). Reporter phone number unknown. Philips field service engineer (fse) confirmed touchscreen is not sensitive. The fse replaced the touchscreen to resolve the reported issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
Customer reports touchscreen is not sensitive. No patient/user harm reported. The event date was not specified; estimate used.